Event description:
Additional information received reported that the patient¿s stimulator turned off 3 times on its own in (B)(6) 2014. It had not done this since (B)(6) 2014 and has had no complaints since then. The device had been working correctly since (B)(6) 2014. The patient denied any injury, change in position or battery depletion at the time of occurrence. The patient did not wish to have an explant as everything was working at the time of the report. Impedance testing was performed and was determined to be normal for all electrodes. The patient had normal stimulation coverage without the complaint of pain. The product issue was resolved.

Event description:
It was reported that within the last month, the implantable neurostimulator (ins) had shut itself off three times. The patient reportedly ¿got to hurting real bad¿ the day prior to the report and could not figure out why, and thought she had moved wrong. It was stated that the patient had to use her walker that night. The patient therefore thought to check the ins on the day of the report, and it had turned itself off. The patient guessed the ins ¿shut itself off¿ the last day or two prior to the report. Additional information has been requested but was not available as of the date of this report. A supplemental report will be submitted when this information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37092, lot# 235870002, implanted: (B)(6) 2009, product type: accessory. (B)(4).